Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the related monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm the customer issue of tip cover falling off instrument. The monopolar curved scissor instrument exhibited intuitive motion after manual input of disk knobs. A new tip cover was installed successfully on the tube extension. It was also recognized and engaged on the test system with no issues. The tip cover accessory never fell off the instrument during in-house testing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The tip cover accessory has not been returned for evaluation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided at this time, this complaint is being reported because the tip cover accessory fell inside the patient. The tip cover was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, tip cover fell off instrument into patient's abdominal cavity and was retrieved same procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no write-up done for this event and roco was not in the room during the procedure. Surgeon saw the tip cover come off during procedure, discontinued use of instrument. Tip cover was retrieved same procedure and discarded, won¿t be returned for investigation. Case was completed robotically, no injury to patient. There was no post-op tests performed. There was no video recording of the procedure. Roco had a meeting earlier this week with the rest of the surgical staff, wants them to do write up for returns and to report any issues with isi instruments in the future. Hopes the process will change.